Event description:
Pt underwent left shoulder arthroplasty using anchor peg glenoid with subscapularis lengthening and impaction autografting of medullary canal. Postoperative film revealed that part of the reamer had broken off into the central hole of the glenoid. Appeared to be well fixed within bone of the glenoid. No indication for removal. Glenoid reamer used with a straight reamer handle - to prepare pt's glenoid for the implant.